Manufacturer narrative:
The proresults plaque control brush head is an accessory to the sonicare toothbrush. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the proresults plaque control toothbrush fell off in their mouth while using the sonicare power toothbrush. No injury reported.